Manufacturer narrative:
Monitor sn (B)(4) was returned and evaluated at zoll manufacturing corporation. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry of the monitor. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality of the device. There is no indication of a device malfunction that caused or contributed to the reported injury. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a hematoma. It was reported that the patient dropped her monitor on her calf and it caused a bruise. The patient's device was removed two weeks prior and the patient was being monitored on telemetry. Follow-up indicated that the patient was wearing the lifevest and waiting to be transported to a rehab. The medical condition of the reported hematoma and bruise is unknown.